Event description:
It was reported that customer¿s insulin pump experienced malfunction alarm malf 16 that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed contact and shipping details, instructed customer to place pump in storage mode and return it using prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump that was arranged under warranty.